Event description:
A malfunction alarm was reported by the customer on the pump, with no notable events occurring before the malfunction. It was not clear if there was any adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in completing the reset. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump with instructions to call back if the issue recurs.